Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with blood glucose levels over 900 mg/dl. The customer had been experiencing high blood glucose levels for a week and a half prior to being admitted. The customer stated that troubleshooting had been conducted at the hospital. The customer's basal rates were adjusted as well. Nothing further was reported.